Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod, chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes, chapter 13 / page 171. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient had reportedly been hospitalized for one week due to the issue. Information regarding medical treatment was not provided, and could not be obtained despite good faith attempts.